Manufacturer narrative:
Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 15783672, model/catalog description: precision ipg kit. The explanted devices were not returned to bsn as they kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate and loss of stimulation due to high impedances. The patient underwent an ipg and lead replacement procedure and was doing postoperatively.